Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported and observed issues. The cause of the observed power issue was determined to be due to the shock button becoming shorted to the on/off button. This caused the device to lose power when the shock button was pressed and also caused the device to power itself on. The customer has also been provided with detailed instructions on how to verify the readiness of their device and determining the battery¿s charge status. The customer has also been reminded of the importance of always carrying a spare fully-charged battery. The customer was provided with a replacement battery.

Event description:
The customer contacted physio-control to report that they checked the charge level of their device battery and found that the device battery was at a very low state of charge which may not be sufficient for patient use. It was later observed by physio-control that the device powered on by itself and would lose power when the shock button was pressed. There was no patient use associated.

Manufacturer narrative:
Physio-control removed and further evaluated the membrane switch assembly and determined that there was an intermittent short between lands running from sockets 5 (shock switch) and 6 (on/off switch) of plug connector p5. This observed short was the cause of the device powering itself on and losing power when the shock button was pressed the customer received a replacement device.